Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported the lead was explanted and replaced due to noise. The source of the noise is unknown as the history of the episodes have been deleted. The lead was explanted and replaced. The patient condition is stable.